Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2011. It was reported there was pus at the ipg pocket site. The physician took a culture and placed the pt on antibiotics. F/u identified the culture came back negative, and the physician changed the type of antibiotic the pt was taking. The physician stated the pt may or may not have an infection. Add'l f/u on (B)(6) 2011 identified the issue was resolving, and the pt was working with the physician closely to resolve the issue.